Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the sampling manifold connection was cracked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 28, 2017. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted. (B)(4). The returned sample was visually inspected. A crack along the female l-shaped connector was found. A retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. All fx oxygenator products under go visual inspection multiple times during manufacturing process and 100% visual inspection prior to packaging. The damage to the l-shaped connector was confirmed on the returned sample, but how and when the damage happened could not be determined. It is likely that during setup of the circuit, the l connector had been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.